Manufacturer narrative:
The investigation reveals that the complaint relates to a nuvasive simplify disc size 1, height 4. The report indicates that, at about 30 months post-op, the disc had subsided into the vertebral bodies. The patient was revised to an acdf construct on (B)(6)2025. No product was provided for evaluation. A post-operative radiograph of the reported issue was provided and the complaint was confirmed. Operative notes were not provided for review of usage/technique. Information regarding the patient's bone quality/bone density was not provided for review. The root cause of the issue was unable to be determined with the information provided; however, it may have been caused by an infection as it was reported the patient tested positive for cutibacterium, and surgeon suspects that is the reasoning for osteolysis. Labeling, and complaint history reviews were completed with no deficiencies, discrepancies, or adverse trends identified. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that a simplify implant had osteolysis.

Manufacturer narrative:
No device malfunction was alleged and remains in-situ, radiographs provided confirm the reported event. If any additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a simplify implant had osteolysis.